Manufacturer narrative:
The insulin pump was received with blank display due to power connector on battery tube not plugged in properly into connector on interface board. The insulin pump was received with cracked battery tube threads, stripped battery cap (p) at coin slot, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and stained address/serial number label. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the battery compartment was cracked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.